Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device will not be returned for evaluation. Investigation is pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio - 3.0, lab - 8.4; inratio - 6.0, lab - 7.5.